Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Blood was observed on the adhesive pad. Inspection of the formed needle found no issues that would contribute to the bleeding. The cause of the bleeding and bruising could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone13.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 300 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (leg), the infusion site was found bleeding. As treatment, a new pod was applied. The device investigation observed a cannula damage during testing.